Event description:
It was reported that; the patient did the anterior cervical fusion surgery in (B)(6) 2016; when he did examination in (B)(6) 2016, the doctor found the screw exited from the plate.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the stryker rep was not able to obtain any additional information on this case. X-rays were reviewed and exhibited a screw that had backed out of the plate. Op notes were provided and did provide any details on the patient's health or pathology, the notes only discussed anesthesia, surgical time and where incisions were made. The possible root causes of this range from patient activity, poor bone quality and disease, however this information was not able to be obtained at the time of this report. Conclusion: the root cause is not determined and multifactorial.

Event description:
It was reported that; the patient did the anterior cervical fusion surgery in (B)(6) 2016; when he did examination in (B)(6) 2016, the doctor found the screw exited from the plate.